Manufacturer narrative:
G2 updated. H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000189, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the manufacture representative went to the site to test the imaging system and hardware part (source drive) replaced. Correction: updated b5 and e (facility). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that representative parked the unit with gantry door open. As they pushed the unit and closed the gantry door. User were unable to do a 2d scan as there was no green ready light and decided to restart the system and found error initializing source appeared. And initially, they were able to establish a connection between mobile view station (mvs) and image acquisition system (ias) before restarting the unit. In troubleshooting: it was discovered that the rotor remained verified on the ias (image acquisition system) application. After checking the logs, representative saw homing error. I decided to do a source alignment adjustment. After attempting to adjust using mfov (field of view) alignment was enabled. No movement or adjustment from the source after using command. Further, after troubleshooting with the assistance of japan field service engineer. They ran the motion service console. While using the verbose command, they were unable to run get any description. During further troubleshooting, it was likely that the source drive was the cause of the issue. No patient was present at the time of event.

Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that representative parked the unit with gantry door open. As they pushed the unit and closed the gantry door. User were unable to do a 2d scan as there was no green ready light and decided to restart the system and found error initializing source appeared. And initially, they were able to establish a connection between mobile view station (mvs) and image acquisition system (ias) beforerestarting the unit. No patient was present at the time of event.